Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; write to locked ram power on reset occurred (B)(6) 2010, address = 0c 7f, data=80, por severity: low. The device should be able to fully recover after the reset. Patient alert for por on (B)(6) 2010. The device was not returned, but diagnostic information is consistent with the reported event.

Event description:
It was reported that a power on reset occurred. The device was reprogrammed back to the patient's original settings. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters; write to locked ram power on reset occurred (B)(6) 2010 at address 0c 7f. Por severity: low. The device should be able to fully recover after the reset. The device was not returned, but diagnostic information is consistent with the reported event.